Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with blood glucose (bg) that reached over 400 mg/dl. The patient was dehydrated, vomiting and nauseous. The ketones were large. For treatment, the patient was prescribed zofran and was treated with intravenous (IV) fluids and anti-nausea medication. The pod was worn between 24 and 36 hours on the leg. The patient was discharged after 6 hours.